Event description:
S [situation]: incidental finding that stryker raytecs fall apart easily, posing risk for rsi [rapid sequence intubation] and subsequent ssi [surgical site infection] if threads left behind patients. B [background]: surgical techs informed cns [clinical nurse specialist] that general surgery fellow reported cut on hand from tag on raytec. Previously, a patient sustained a small cut on the skin when the surgical team used a stryker raytec to clean excess prep solution off patient's skin. Cns and or educator further investigated integrity of raytecs and found that they easily fall apart when slightly pulling on it. Many threads fell off from raytec in pack ref: 0632-244-160, lot # 1433. A [assessment]: concern for possible rsi and subsequent ssi if threads remain in patients during surgical procedures. R [recommendation]: stryker raytecs be replaced with safer alternative that does not pose cuts to patients and surgical team, and more importantly, does not fall apart easily.